Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat multiple low blood glucose levels. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Additional information was received on 3/25/2022. Reportedly, the customer experienced a low blood glucose level which resulted in an ¿altered mental state¿. The customer required assistance addressing the reported issue. The customer consumed carbohydrates to address bg levels.